Event description:
It was reported that during the implant attempt the helix would not extend or retrieve. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.